Event description:
The customer reported low platelet results on controls and four patients' samples, on separate days, involving the coulter act diff 12 analyzer. The customer sent the patients' samples to a reference laboratory, analyzed on an alternate methodology, and higher results were obtained. The low platelet results were released out of the laboratory and questioned by the physician as the values did not correlate with the reference laboratory's results. The results received from the reference laboratory were considered correct. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. The control data provided confirmed values were below the assay mean; however control values were within the control ranges for all three levels of quality control (qc). A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of four referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) reviewed quality control (qc) history and noticed platelet had been running below but within qc ranges. The fse performed aperture voltage and latex gain checks; no issue was noted. The fse performed complete blood count (cbc) reproducibility test successfully. No instrument issue was observed. The fse increased the calibration factors on the red blood cell (rbc) and platelet as calibration issue was suspected. The fse verified system startup and quality control (qc); all results were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 1061932-2013-00504, 1061932-2013-00505, 1061932-2013-00506, 1061932-2013-00507.